Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient's leads migrated, unable to recapture spinal cord stimulation (scs) coverage that patient needs for his back pain. Environmental/external/patient factors that may have led or contributed to the issue are that patient is very active with outdoor work and woodworking. Reprogramming was unsuccessful for getting better back coverage. Surgery was planned for a surgical paddle lead to replace the percutaneous leads. The event date was unknown. No further complications were reported/anticipated.